Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a hemorrhoid procedure, the device did not fire completely. There were no patient consequences. Case completed via suture.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.